Manufacturer narrative:
(B)(4). Batch # m54v5k. Additional information was requested and the following was obtained: was there any other issue noted with the grey staple line other than bleeding (malformed staples, missing staples, etc.)? Surgeon felt staples were not staggered or had a large gap between staples. How much blood was lost (ml)? Unknown. Used clip applier to control bleeding. Did the patient require a transfusion? No. Were there any issues noted the blue staple line (malformed staples, missing staples, etc.)? No. Was there a leak noted on the patient side of the colon with the blue load? No. Was any repair/reinforcement of the blue staple line performed (oversew, re-staple, clips, etc.)? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. The analysis found that one pse45a device was returned in good visual condition and with one ecr45m cartridge loaded on the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon fired the device with a grey load on mesentery. Vessel continued to bleed post firing. Used clip applier to control. Fired blue load on colon. Squeezed on back table. Some leakage was visible. Case completed with another device. There were no patient consequences reported.